Manufacturer narrative:
The explanted device will not be returned as it was kept by the hospital. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead explant procedure due to the lead initially being placed in the wrong area. The patient is doing well following the procedure.